Event description:
It was reported that when the case was ending, the surgeon tried to remove tibial pin before taking off pin clamp and tracker which caused the pin to bend. The surgeon had to loosen pin clamp and take pin clamp and trackers off, then took out bone pins. No patient impact reported.

Manufacturer narrative:
The device, used for treatment, was returned for evaluation but discarded. Visual inspection of the returned material revealed that the bone pin likely bent because it was being held rigidly in place or because the user allowed the weight of the drill to fall while being attached to the screw. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. The navio surgical technique for tka released at the time of the complaint on page 3 states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for any navio¿ surgical system tka procedure. A full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. The surgical technique guide also includes instruction for proper bone tracker placement and use of the bone pins and bone screws. The surgical technique guide cautions: "warning: be sure to place the proximal bone pin as directed. If placed too close to the tibial plateau, it may interfere with placement of the tibial implant component, causing damage to the bone pin and possible patient harm". This failure mode is identified within the risk assessment. We were able to confirm if there was a relationship established between the reported event and the device. The malfunction was due to the user holding the bone pin rigidly in place during the procedure or because the user allowed the weight of the drill to fall while being attached to the screw. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. The surgeon tried to remove tibial pin before taking off pin clamp and tracker which caused the pin to bend. Based on the information provided, there was no surgical delay or patient injury/impact as the procedure was completed.